Event description:
Device was implanted (B)(6) 2014. Caller stated although it had a 5 year lifetime warranty, the device lost power sometime between (B)(6) 2016 to 3 weeks ago. Caller reported he had the device replaced last tuesday.